Manufacturer narrative:
The reported complaint of noise was not confirmed. Visual inspection of the device¿s header and connector did not find any anomalies that could contribute to the field issue. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device was tested for crosstalk, noise and sensing, and no anomalies were noted. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the implant of the device, there were episodes of noise noted on the atrial channel. The device was explanted and replaced, and the signals in the atrial channel were normal thereafter. The patient was stable with no consequences.